Event description:
Free air after a loa with seprafilm [post procedural complication]. Case description: spontaneous report was received on (B)(6) 2012, from a physician, via a company representative, regarding a female patient (demographics not provided). The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane (number of sheets not provided). The lot number of seprafilm was not provided. On an unspecified date, the patient developed free air after a loa (lysis of adhesions) with seprafilm. It was reported that no hole was found on exploration and the source of leakage could not be explained. The action taken with seprafilm treatment was not provided. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not provide a causal relationship between seprafilm and the event.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.